Event description:
It was reported that at the beginning of procedure the stylet was inserted into the lead. However, during the procedure it was difficult to move the stylet. A replacement stylet also could not be inserted into the lead. The lead was replaced. The patient is stable.